Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump has been alarming no delivery despite changing her infusion set several times. Her blood glucose values have been high as a result of the no delivery issue. The customer reverted to manual insulin injections. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump passed functional test, including the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip.